Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks to the patient for ventricular fibrillation (vf) zone event. The physician stated that the patient was not symptomatic at the time of the event. The physician indicated that the supra ventricular tachycardia (svt) discrimination wavelet match algorithm should have prevented therapy from being delivered. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.